Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen after the user likely bumped the device, and a replacement ilet was provided while the damaged unit remained unreturned despite multiple reminders. Symptoms included no adverse changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user reports and image confirmation of the broken screen, as well as follow-up for return and evaluation of the damaged device. Investigation of the device revealed physical damage to the display consistent with external impact, with no reported functional impact on glucose management. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.